Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 16 mm from the distal end. There was no scratch around the broken part. The shape of the fracture surface showed that the fracture developed from the crack as the starting point, and the coarse part was observed in the fracture surface. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the crack occurred on the probe due to the activation applying only the probe tip with strong force, or twisting the device while grasping the tissue. Also it is known that the probe broke since physical load was applied to the probe which had already been cracked. The instruction manual of this device indicated below. Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged. Confirm that the probe is free from cracks. If cracks are found, stop using the probe immediately and replace it with a new one. Do not try to use the probe if it has cracks, scratches, or peeled coating (e.g. The gold coating is peeling off, exposing the metal portion) on its tip. Abnormal output or detachment of the probe tip may result.

Event description:
The subject device was used during a laparoscopic enucleatic myomectomy. The probe was broken and fell off into the patient's body at the end of a procedure. The fragment of the probe was retrieved from the patient's body, and the procedure was completed without another device. It was confirmed that the fragment wasn't left in the patient's body by x-ray examination, and there was no patient injury reported.